Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that report of cutting, actuation power was weak and aspiration failure of the cutter occurred during the surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and cut, and nonconforming for aspiration. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path, the samples was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspiration. The initial aspiration test failed due to an interference within the probe and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had actuation and cut failures, the evaluation does confirm the probe had an aspiration failure. The cause of the aspiration failure is the foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. The reported actuation and cut failures were not confirmed, the sample was able to aspirate once the observed interference was remove; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).